Manufacturer narrative:
Updated fields: b5, d9, h2, h3, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image, white residue on air/water and auxiliary channel, corroded inside the scope-cover. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the no image, corroded inside the scope-cover occurred due to a component failure. Whereas no presumable cause could be determined for the customer reported issue and white residue on air/water and auxiliary channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided, noting that this issue occurred during the setup before patient in the room.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error code (830). There were no reports of patient harm.